Event description:
The pt was implanted with a hakim precision valve drainage system. The valve was explanted. The surgeon expressed concern that there had been some confusion as to where the peritoneal catheter should be connected, because of the slits on the valve. The explantation was due to split in the silicone portion of the device.

Manufacturer narrative:
Visual inspection found the cuts area to be smooth and straight, which was likely to have been caused by a sharp instrument. A pull test was performed on the catheter and found to be within spec. A review of the batch records found no deficiencies in the materials or MFR of the device. At this time, jjpi considers this file closed.